Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the batteries of a certas plus electronic tool kit (ID 828852) were changed, then the programmer would not turn on and became very hot. The batteries were removed and replaced with more new batteries and the same thing happened where it wouldn¿t turn on and became very hot. This happened while a patient was having their valve adjusted and the practitioner then had complete the adjustment with the manual toolkit.

Manufacturer narrative:
Certas plus electronic tool kit was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis - new batteries were installed in the unit and it was confirmed that the unit did not turn on. The unit was then taken apart and a short was found on the controller board pcba. The location of the short is not evident. This short is causing the surface mount resettable fuse on the pcba to heat up. Root cause - the customer complaint is confirmed. Unable to determine root cause. Possible root causes include customer abuse / customer error (dropped unit, batteries installed backward) or latent manufacturing defects. Additional information received: was the programming time increase due to the issue? If yes, how long? "He was able to use the manual adjuster tool to change the patients shunt setting which was delayed by about 15 minutes."

Event description:
N/a.